Manufacturer narrative:
Explant date: if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery, after implantation of an intraocular lens (iol) in the patient's eye, the surgeon noticed a lint stuck to the posterior portion of the optic. The surgeon tried to remove it with the I/a (irrigation/aspiration) but it was stuck quite strongly, and since he did not want to take the risk to break the bag, he left it there. Reportedly, the surgeon informed the patient about the finding and gave him the symptoms for infection. As the patient has not called back since, the surgeon is assuming that he is fine. No further information was provided.